Manufacturer narrative:
During the use of the unknown mynx vascular closure device (vcd), the device separated in the patient and migrated down the patient's leg. After the patient was sent to the operating room for a left leg arteriogram decreased flow was noted and upon re-exploration the mynx device was found to have failed and a large part was down in the vessel. No other information was provided. Multiple attempts to obtain medical records or device information were made without success. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿balloon detachment ¿ arterial¿ could not be confirmed as the device was not received for analysis, and no procedural images were provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what may have contributed to the device separation reported, especially since it is not known which mynx device was involved. However, it could be related to procedural/handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The is a complaint received from a medwatch ((B)(4)). The product was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4).

Event description:
During the use of the unknown mynx vascular closure device (vcd), the device separated in the patient and migrated down the patient's leg. After the patient was sent to the operating room for a left leg arteriogram decreased flow was noted and upon re-exploration the mynx device was found to have failed and a large part was down in the vessel. The device will not be returned. No other information was provided.